Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads/scs-lead fixation. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 5177681/5168750. Product family: scs-lead fixation. Upn: m365sc43180. Model: sc-4318. Serial: na. Batch: 24445154.

Event description:
It was reported that the patient underwent a spinal cord stimulation (scs) replacement procedure due to lead migration. The patient was doing well postoperatively. The explanted device will not be return per facility policy.